Event description:
It was reported that during advancement of the 6.0 x 40 mm absolute pro self expanding stent system (sess) onto the supracore guide wire, it was found that the sess connecting ring of the sheath and handle was detached. The physician removed the whole sheath with the undeployed stent to prevent a failure, as he was unsure which area of the device was detached. There was no resistance during advancement or removal of the sess. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.